Manufacturer narrative:
The investigation into the access site bleeding ¿ major has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the root cause of the delivery issue was most likely patient condition related.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b1, b2, b5, h1, and h6.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Event description:
The user facility reported a 78-year-old male post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella for mechanical circulatory support. The patient had an attempted impella cp implant, and the staff was unable to place the catheter. The patient expired in the procedural area. No allegations were made towards the impella for cause of death.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.